Manufacturer narrative:
It is anticipated that the product will be returned for analysis, but the product has not yet been returned. Additional info will be submitted within 30 days of receipt.

Event description:
A 3.5 x 18mm bx sonic hub was "broken". The stent was delivered to the proximal left anterior descending lesion, and the inflation device was connected to the hub. While trying to inflate the stent, it was discovered that the hub was "broken". There was no pt injury reported.